Event description:
It was reported that a cardiac ultrasound exam with a 3s probe was stopped when the probe began to feel hot. Testing of the probe showed an advanced power supply error and that the high voltage power supply exceeded the voltage limit. The advanced power supply was replaced. Diagnostic tests showed no error and no issue with the probe heating after the power supply replacement. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.

Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 9710090-2011-00001.